Event description:
It was reported that a drill bit broke in the middle of the patient¿s bone during a right olecranon fracture repair procedure on (B)(6) 2015. The broken piece was discovered on fluoroscopy after the drilling had taken place. Two to three millimeters of the broken drill piece remain embedded in the patient¿s bone. The broken device was switched with an alternate bit and the procedure continued as scheduled with no further complications. The patient is reported as ¿fine¿ postoperative. No surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient¿s medical record number (B)(6). Device is an instrument and is not implanted or explanted. Per facility, they are retaining the broken drill. Device will not be returned for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.